Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 475 mg/dl. Customer stated that they do not feel okay to troubleshoot. Customer stated the insulin pump had cosmetic damage with crack at clip rails. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had broken belt clip rails. The unit p-cap / test reservoir locks in place properly. Device passed the displacement test. (B)(4).